Event description:
It was reported that this patient with a pacemaker exhibited loss of capture and syncope. Additionally, there was several impedance increases since the beginning of the year on the non boston scientific right ventricular (rv) lead. The patient was sent home with a monitor and found there was pauses due to non-capture and asystole. Subsequently, the device was explanted and replaced and the non-boston scientific rc lead was surgically abandoned and replaced. The device is expected to be returned and analysis to be performed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).